Event description:
It was reported during in clinic follow up that the atrial lead exhibited high capture thresholds. The lead was explanted and replaced successfully. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. As received, a complete lead was returned in two pieces for analysis. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damages.